Event description:
It was reported that light was emitting out of several places on the fiber body, and hit the wall in the operation room at 57,300 joules during a prostate procedure. The procedure was completed with a second fiber. No pt or end user injury was reported.